Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force sensor resistor. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 129 mg/dl at the time of the call. He stated the insulin pump was not bumped or dropped, and the drive support cap appears normal. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.